Manufacturer narrative:
This report is being filed to add the implant date.

Event description:
It was reported remote monitoring transmission showed right ventricular amplitudes out of range. In addition, a review of the presenting electrogram (egm) by technical services (ts) showed noise resulting in one event where oversensing causing inhibition of pacing was seen. The device and right ventricular (rv) lead remain implanted. No adverse patient effects were reported.

Event description:
It was reported remote monitoring transmission showed right ventricular amplitudes out of range. In addition, a review of the presenting electrogram (egm) by technical services (ts) showed noise resulting in one event where oversensing causing inhibition of pacing was seen. The device and right ventricular (rv) lead remain implanted. No adverse patient effects were reported.